Event description:
Couldnt walk [walking difficulty] . Low-grade fever [fever] . Fluid drawn off right knee/aspirated knee/drained knee [knee effusion] . Allergic reaction [allergic reaction]. Case narrative: this case is cross referenced with (B)(4). Initial information received on 25-apr-2019 from united states regarding an unsolicited valid serious case received from patient. This case involves a 45 years old female patient who experienced couldnt walk, allergic reaction, fluid drawn off right knee/aspirated knee/drained knee and low-grade fever, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had been getting synvisc injections since 2013. On an unknown date, the patient initiated treatment with hylan g-f 20, sodium hyaluronate injection dosage 2 ml once a week for three weeks (batch and expiration date: unknown) (information on the batch number was requested) for osteoarthritis and other things (not specified). On (B)(6) 2019, the patient went for her final injections and reported that in the evening of same day, she couldnt walk (latency: same day) and had to go into the urgent care in a wheelchair and was given crutches and advised to visit again the next day. On (B)(6) 2019, the patient visited her doctor and had fluid drawn off right knee (latency: 1 day) and also had a low-grade fever (latency: 1 day). She reported that her fluid was sent off to check if it was infected. She reported her knee was really bad and was in serious shape when she visited the urgent care. She was advised to take anti-inflammatories three times a day, rest and elevate her knee and suspected that it could be an allergic reaction (latency: unknown). The patient mentioned that she had been receiving the injections since 2013 and usually got them every six months and stayed pretty regular and anything like this had never happened before. Corrective treatment: wheelchair, crutches, rest, elevate, anti-inflammatories for couldnt walk; anti-inflammatories for allergic reaction. Outcome: unknown for all events. Seriousness criteria: disability for couldnt walk. A product technical complaint was initiated on (B)(6) 2019 for synvisc. Batch number: unknown global (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 24-may-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Couldn't walk (walking difficulty). Low-grade fever [(fever). Fluid drawn off right knee/aspirated knee/drained knee (knee effusion). Allergic reaction. Case narrative: this case is cross referenced with case (B)(4) (multiple devices). Initial information received on 25-apr-2019 from united states regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) years old female patient who experienced couldn't walk, allergic reaction, fluid drawn off right knee/aspirated knee/drained knee and low-grade fever, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had been getting synvisc injections since 2013. On an unknown date, the patient initiated treatment with hylan g-f 20, sodium hyaluronate injection dosage 2 ml once a week for three weeks (batch and expiration date: unknown) (information on the batch number was requested) for osteoarthritis and other things (not specified). On (B)(6) 2019, the patient went for her final injections and reported that in the evening of same day, she couldn't walk (latency: same day) and had to go into the urgent care in a wheelchair and was given crutches and advised to visit again the next day. On (B)(6) 2019, the patient visited her doctor and had fluid drawn off right knee (latency: 1 day) and also had a low-grade fever (latency: 1 day). She reported that her fluid was sent off to check if it was infected. She reported her knee was really bad and was in serious shape when she visited the urgent care. She was advised to take anti-inflammatories three times a day, rest and elevate her knee and suspected that it could be an allergic reaction (latency: unknown). The patient mentioned that she had been receiving the injections since 2013 and usually got them every six months and stayed pretty regular and anything like this had never happened before. Corrective treatment: wheelchair, crutches, rest, elevate, anti-inflammatories for couldn't walk; anti-inflammatories for allergic reaction. Outcome: unknown for all events. Seriousness criteria: disability for couldn't walk. A product technical complaint was initiated and results were pending for the same.